Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient was unable to get a strong signal between the recharger and her ins. The rep reported that they met with the patient and had the same issue. The rep reported that they weren't able to get more than 2 signal strength bars. The rep reported that the patient sat on the recharger for many hours and didn't even get 25% of the ins charged. The rep reported that they performed an impedance check and readings were within normal range. The rep reported that the patient would have an ins revision. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) and manufacturing representative (rep) reporting that the patient was scheduled for a pocket revision today ((B)(6)2017) due to their recharging issues previously reported. Upon opening the ins pocket site it was discovered the pocket was full of pus. It was reported that the hcp opened the lead site and it was full of pus as well. The patient was infected at the ins and lead sites. It was reported that the patient had not exhibit any signs or symptoms of infection. The hcp explanted both the leads and the ins. It was reported that they had opened the outer packaging of the ins, but the inner packaging was still intact. It was reviewed it was ok to use. It was reported that they also had opened the box for the tunnel tool, but again the packaging was still intact. It was stated that the infection was not yet confirmed but cultures were sent in and the hcp stated that they knew right away that it was an infection. It was reported that it was unknown when the infection began as the patient did not exhibit any signs or symptoms of infection. The patient had a total system explant and it was unknown what antibiotics the were started on. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 977a275 lot# serial# (B)(4) implanted: (B)(6)2017 explanted: product type lead product ID 977a275 lot# serial# (B)(4) implanted: (B)(6)2017 explanted: product type lead. All previously reported codes are still applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the ins was explanted due to infection and the battery was flipped. No further complications were reported.

Manufacturer narrative:
Product ID 977a275 lot# serial# (B)(4) implanted: (B)(6)2017 explanted: product type lead product ID 977a275 lot# serial# (B)(4) implanted: (B)(6)2017 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the ins was explanted due to infection and the battery was flipped. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a275 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type lead product ID 977a275 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) on 2017-06-25. The rep reported that the patient was supposed to have a neurostimulator (ins) revision and replacement but it showed that the patient had an infection over the ins and leads location. The rep reported that the physician decided to explant the system.